Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery was observed to be depleting quickly. Customer¿s blood glucose level was 196mg/dl. Reportedly, the customer declined troubleshooting.